Event description:
Reporter indicated that the pt's diagnostics show high lead impedance. X-rays were sent to manufacturer and reviewed. An acute angle was noted in a portion of the lead, but it is not possible to determine if this is the cause of the high impedance. No other anomalies were noted. Pt is being referred to surgeon for possible revision. Further attempts for info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.